Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their one touch verio iq meter had displayed an error message ¿ ¿blood, retest¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on ¿(B)(6) 2015, 9:00am¿. The patient was unwilling to answer many of the questions from cca. Therefore it is unknown what their diabetes management routine is, or whether they took any action regarding the alleged issue. The patient did report developing the symptom of ¿soreness in finger¿ after the product issue. However, it is unknown if they received any treatment. At the time of troubleshooting the cca noted that there was no misuse of the meter and it was the first time the meter was being used. The customer was unable/unwilling to answer if the issue was resolved with training. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.